Manufacturer narrative:
The biomedical engineer (bme) reported that when going into zm view the zm tele shows the patient data from another zm tele instead of the bedside monitor with the correct patient. Reuben called in stating he has 2 zm teles displaying the same patient data from the central nurse's station (cns). He stated he already tried discharging the patients and then readmitting the patients but that did not resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 02/25/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 03/04/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 03/09/2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station: model: ni. Sn: ni. Telemetry transmitter: model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that when going into zm view the zm tele shows the patient data from another zm tele instead of the bedside monitor with the correct patient. Reuben called in stating he has 2 zm teles displaying the same patient data from the central nurse's station (cns). He stated he already tried discharging the patients and then readmitting the patients but that did not resolve the issue. No patient harm was reported.